Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910 the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection with the skin remaining pink and a beige exudate but not smelly. The patient had completed treatment with unknown oral antibiotic(s) and is currently using fucidin topical cream. A swab of the site was done twice with results not reported. It was also reported that during the stoma site cleaning process, the tube was not mobile and was unable to be pushed into the stomach. No further information was provided.